Event description:
It was reported that the patient presented to the hospital ER and was flat-lined. A check of the implantable pulse generator (ipg) found the right ventricular (rv) implantable pacing lead had no capture in bi-polar. The lead was switched to uni-polar and adequate capture was established with acceptable impedances. It was reported sensing was adjusted slightly. The lead remains in place with monthly monitoring of the patient recommended. It was further reported that the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented to the hospital ER and was flat-lined. A check of the implantable pulse generator (ipg) found the right ventricular (rv) implantable pacing lead had no capture in bi-polar. The lead was switched to uni-polar and adequate capture was established with acceptable impedances. It was reported sensing was adjusted slightly. The lead remains in place with monthly monitoring of the patient recommended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4), implantable pacing lead, 2004-(B)(6). (B)(4).